Manufacturer narrative:
Product event summary: the sheath, 4fc12 with lot number 63619, was returned and analyzed. Visual inspection of the sheath showed the device was intact with no apparent issues. Air aspiration was reproduced during the pressure test when the test dilator was introduced through the sheaths. The hemostatic valve was leaking; the valve disk was suspected to be torn. In conclusion, the reported air ingress was confirmed through product analysis. The sheath failed the returned product inspection due to a leaking hemostatic valve. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, the balloon catheter was inserted into the sheath. Air ingress was confirmed. The sheath was replaced with resolve. The case was completed with cryo. No patient complications have been reported as a result of this event.